Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised backrest strap that goes from one handle to the other is broken where attaches to the handle.